Event description:
It was reported that that a minicap transfer set was cracked. This event occurred during use with patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The actual device was not returned; however, a photograph of the damaged sample was provided for evaluation. A visual inspection of the photograph verified the presence of a crack on the light blue main body of the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported event was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.